Manufacturer narrative:
Date of event: exact date not provided only that the patient complained one week post-op, therefore (B)(6) 2017 is provided as the best estimate. (B)(4). Attempts have been made to obtain missing information ; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted as the iol was inferiorly dislocated and the patient complained of glare and visual disturbance, one week post-operative. There was no incision enlargement. The patient has recovered. No additional information was provided to johnson and johnson surgical vision, inc.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
During follow up, it was learned that the lens was implanted and explanted by different doctors. Explant date was (B)(6) 2017. There were no post-op complications. The patient is fine post-op. Patient's date of birth is (B)(6). If explanted; give date: (B)(6) 2017. Date of birth: (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.